Event description:
Patient implanted with epoca for a degenerative shoulder on an unk date. Approximately 10 days postop, follow up visit x-rays showed the glenoid as loose. Reportedly, pt was doing push ups. During revision surgery on (B)(6) 2012, the glenoid, head and eccenter were removed without issue. While removing the stem, the set screw on the extractor broken and surgeon was unable to remove the stem. The stem remains implanted in the pt. All broken pieces were retrieved. Pt revised to a competitor's glenoid and synthes eccenter and head. The explanted glenoid and head was discarded by the hospital. The stem remains implanted in the pt. The eccenter was returned for evaluation. This is the 3rd of 4 reports submitted on this event.

Manufacturer narrative:
A review of the design history file showed the following: the complaint describes the mechanism of failure of the glenoid. The glenoid failed because the pt was doing push-ups ten days after implantation. By performing these exercises only 10 days after total shoulder arthroplasty, the pt was exhibiting noncompliance. It is well established in clinical literature that loading of the shoulder joint should be minimized for an extended period of time following shoulder arthroplasty. A review of the clinical risk analysis for the epoca prosthesis shows that glenoid loosening resulting from pt noncompliance is identified as a risk. The design risk assessment and risk analysis of the device was reviewed and adequately addresses the complaint event.